Manufacturer narrative:
The complaint of a leak is confirmed. The product implicated and returned for eval is one assembled 4 fr groshong nxt clearvue PICC catheter. During functional testing a small pinhole leak was observed emanating between the 28 and 29 cm depth marks. Gross examination of the catheter shows a coagulated residual material observed intermittently along the length of the catheter distal to the pinhole site. The lead site was only observed during hydraulic pressurization. The damage found on the returned complaint sample is consistent with an inadvertent nick by a needle or some other sharp instrument. The exact mechanism of this damage is undetermined.

Event description:
It was reported that the catheter was deployed on (B)(6) in the morning and in the evening presented obstruction. The pt stated that after completion of the antibiotics, there was reflux of blood to the equipo.